Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the luer cracked and leaked while infusing dextrose, normal saline and potassium on the "hemonc" floor. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the luer cracked and leaked was confirmed. Visual inspection found a crack on the male luer spin collar. No tool marks or stress marks were observed on the male luer. Functional testing could not be performed due to the set¿s male luer collar being broken. The cause of the leak is a crack on the male luer component. The root cause of the male luer crack could not be determined.